Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening and broken on anterior side assessed as unidentified (tear) opening. Shell thickness within specification additional observations: no other observation observed.

Event description:
Healthcare professional reported no complaint against the device. Healthcare professional later reported rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, b5.

Event description:
Healthcare professional reported left side no complaint against the device. Healthcare professional later reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported no complaint against the device. Healthcare professional later reported rupture. Device has been explanted. This relates to the left side.